Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that after ambulating a patient around the unit, the utilized automated impella controller would not resume charging once plugged back into an outlet. Multiple outlets were tried, but the issue persisted. Upon further analysis, it was noted that the plug appeared to have separated from the cord itself. The console was swapped in response to the noted issue. No patient harm was reported.

Manufacturer narrative:
Data analysis: the case start on 11th april 2025, the ac power was connected, as ac power alarms was cleared multiple times through out the case. However, on 21st june 2025, the "ac power disconnected - alarm" (event # 109) was triggered and could not be cleared until the console was shut down. Additionally, the console was turned on multiple times and "ac power disconnected - alarm" (event # 109) was seen. The lt log indicates that the batteries were actively charging until the occurrence of event # 109. See lt_power.jpg. Device analysis: the console (B)(6) was returned to fs for further investigation. Upon inspecting the aic, an loose neutral (white) wire was discovered inside the ac cord plug. Further examination of the plug revealed that the wire was broken, and was completely detached from the terminal. See exposedwire.jpg, and loosewire.jpg. It appears that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions. Clamp marks are visible on the other sheath but was very light and not properly torqued, which likely contributed to the wire becoming loose and detaching from the plug. See broken_white.png, length.png, and wiring instruction interpower.pdf. Additionally, the batteries were checked, and no charging issues were found. The console was also tested with a known good pump and purge cassette, and no issues were observed. Note: the supplier quality team was made aware of the complaint and the investigation findings. See email.pdf root cause: the reported complaint about the console not resuming charging charge even connected to the wall outlets was due to the neutral wire inside the ac cord plug was broken and had become disconnected from the terminal. Corrective action: events of this type will be monitored for trends. Pia-2025-0000337 was previously opened in response to several aic ac power cord manufacturing defects of the same type. Escalation should not be reinitiated based on this case alone. Before returning the console to the customer, the following actions are instructed to perform: replace ac power cord set (6000-0171) due to defective. Perform section 18, 19, and 20 from preventive maintenance procedure (0042-7309). Perform a full functional check on the console and optical system (0042-7316).